Manufacturer narrative:
The customer biomed was unable to duplicate the reported problem. He found the iabp to be performing according to specifications. He contacted (B)(4), who suggested checking all internal connections and replacing the k6a valve as a precautionary measure. The solenoid drive board (part number 0670-00-0639) was replaced in 11/2011. As of (B)(4) 2012, no other problems related to the this iabp have been observed. Note: the customer biomed reported that this is a 3rd occurrence for the iabp. The earlier ones were (B)(6) 2011 (MDR 2249723-2014-01114, (B)(4)) and (B)(6) 2011 (MDR 2249723-2014-01115, (B)(4)) the k6a was replaced each time, but the problem was not resolved. (B)(4).

Event description:
The customer's biomed reported that while the iabp was in the use the pt, he observed fault codes 45 (system failure) and 65 (safety vent failure) in the system error logs several times. No pt injury was reported.